Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device check. It was noted that during the atrial capture test, the right ventricular lead exhibited loss of pacing support. Tse discussed programming a higher output in the rv during the atrial capture test, diagnostics anomaly was noted. The patient will continue to be monitored.